Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. There was no further description of the break in aseptic technique. It was unknown if the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with ceftazidime 500 mg (route, frequency, and duration not reported) and amikacin 125 mg (route, frequency, and duration not reported) for the peritonitis event. It was not reported if the patient was recovering or was recovered from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. It was not reported if pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.